Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported we had a patient ((B)(6) yr. Old female) come in that had vaginal bleeding for 15 days that looked very anemic and pale. The pronto result was 11.5. We questioned the result because of how the patient looked and felt. We did a finger stick with a result of 7.7 confirmed by a cbc with a hgb result of 7.9. " no consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.